Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from the us stating that the device had a broken neuro tip. It was reported that the device was used in surgery but without any patient or user injury. It is unknown if medical intervention occurred. No additional information is available.